Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was used in the intestinal tract during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure and inside the patient, the device could not cut the polyp. No problems with the cautery pin was noted. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: problem code a050702 captures the reportable event of snare loop cutting problems. Block h10: investigation results a captivator small oval stiff snare was received for analysis. It is important to mention that the returned device does not match the lot reported by the customer. Visual inspection of the returned device revealed no problems were noted. Functional inspection was performed and when the device was connected to the 10-inch loop fixture, the snare loop could not extend completely. Dimensional test was performed, and all results were according to expected. Electrical testing was performed, and the device was found within specification. No other problems were noted. The reported complaint of loop failure to cut was confirmed since the device could not extend completely and difficulty capturing polyp/tissue can be a result of an improper loop extension. It is important to mention that per procedure the product builders must verify that the loop extends correctly outside of the catheter and this inspection is 100% executed. This specific problem could be a result of the procedure or preparation however the specific root cause cannot be established. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is cause not established. Block h11: block d4 has been updated based on the returned device. The lot number has been updated since the returned device does not match the reported lot number.

Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was used in the intestinal tract during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure and inside the patient, the device could not cut the polyp. No problems with the cautery pin was noted. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.